Event description:
The following information was received from (B)(4) and is a spontaneous report by a nurse from the (B)(6) of bacterial peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies. The cause of the bacterial peritonitis was not reported. On (B)(6) 2011, the patient began remedial treatment with vancomycin and ceftazidime. On (B)(6) 22011, the patient's condition deteriorated. On an unreported date, the remedial medication of ceftazidime was discontinued as this strain was resistant to ceftazidime and started gentamicin (50mg initially and further doses dependent upon serum levels, route not reported) and septrin (480mg twice daily until (B)(6) 2011, route not reported). On an unreported date in (B)(6) 2011, the patient began to improve. On (B)(6) 2011, the patient's condition once again deteriorated. Remedial medication of gentamicin was continued. On (B)(6) 2011, the patient was admitted to the hospital due to being unwell. On (B)(6) 2011, remedial intervention included removing the patient's pd catheter. It was unknown if the events of bacterial peritonitis with (B)(6), bacterial peritonitis with (B)(6) and unwell had resolved. The patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.